Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hudson adapter will not lock.

Manufacturer narrative:
Examination of the submitted adapter confirmed the hudson end feature is damaged and will not assemble to the mating power tool. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, no corrective action is being pursued. Monitor complaint through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.